Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced.

Event description:
Follow-up information revealed during surgical intervention on (B)(6) 2015, to explant and replaced the patient's lead. It was also noted the physician also electively explanted and replaced the patient's ipg with a different model.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. The next course of action has not been determined at this time.

Manufacturer narrative:
Results: the reported ineffective stimulation was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. There was also a cam impression from the swift-lock anchor. As the outer tubing was not breached and the ineffective stimulation occurred prior to the revision, the broken wires are consistent with overstress the lead was subjected to near the distal end of a swift-lock anchor while in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.